Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose level went over 600 mg/dl. The customer called her doctor and the doctor told her to go see him. She went to the hospital and was there until 6 p.m. They took her blood glucose level and it was 304 mg/dl. The customer treated her blood glucose level with manual injections. The device was not returned.